Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced solenoid valve 3 and solenoid valve 4 to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00057. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed (post)check vent: proximal pressure sensor auto zero failed message. Alarm occurred while a test run was being performed in our sales office it was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The removed solenoids, x-valve (number 3 and 4) was returned to the product investigation lab (pi). The pil technician installed the solenoids, x-valve (number 3 and 4) into a pi ventilator to duplicate the reported issue. Visual inspection of the solenoids, x-valve (number 3 and 4) revealed no evidence of damage or contamination. The solenoids, x-valve (number 3 and 4) was tested, the failure was confirmed. Pil tech was able to generate an alarm and error for 1109 after 20 minutes of the stb operation with suspect solenoids installed into it. Pil could conclude that the suspect solenoid, which was installed in position 2 is stuck in de-energized position. The suspect solenoid is faulty.